Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, disability and impairment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
Medtronic complaint number: pe:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mesh revision surgery removal of foreign body mesh (B)(6) 2007 for vaginal wound separation. Alleged complications include dyspareunia, inflammation, difficulty urinating, tenderness and pain.